Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 5 months due prosthetic aortic valve endocarditis with severe aortic insufficiency, aortic stenosis and paravalvular leak. Per the op report, this patient initially had this valve placed for endocarditis as well, which was drug related. She now represented with vegetations on the aortic prosthesis. There was a rocking aortic bioprosthesis. During explantation, the valve was noted to be grossly unstable with only 4 sutures holding the valve in place. The rest of the sutures completely dehisced. Patient also noted to have an aortic root aneurysm requiring replacement as well. The old aortic valve was explanted and a new edwards bioproshetic valve was implanted. Patient was weaned from cardiopulmonary bypass. No operative complications reported.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. In this case, the patient's medical records indicate a history of endocarditis requiring aortic valve replacement, which was drug related. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Although the root cause of this event cannot be confirmed, it appears that this event was likely related to the patient's previous case of endocarditis. No further actions are possible with the available information.